Manufacturer narrative:
The falsely low advia centaur xp cardiac troponin I (tni-ultra) comparison results observed by the customer with reagent lot 010132 is being investigated by siemens. The summary and explanation of the test section of the instructions for use states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi." The interpretation or results section of the instruction for use states the following: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings."

Event description:
The customer observed falsely low advia centaur xp cardiac troponin I (tni-ultra) patient results when performing a comparison of reagent lot (010128) to a newer reagent lot (010132) received. There are no reports that treatment was altered or prescribed or adverse health consequences due to the low advia centaur xp tni-ultra results.

Manufacturer narrative:
Siemens filed MDR on 06/08/2018 for false low advia centaur xp cardiac troponin I (tni-ultra) patient results when performing a comparison of reagent lot: (010128) to a newer reagent lot: (010132) received. 07/16/2018: additional information: siemens reviewed patient samples run at quality control (qc) release for lot: 010132, and the results met specifications. Patient samples were run on advia centaur xp tni-ultra reagent lots: 010127 - 010132, and the 99th% reference range was verified. The lower patient results observed can be attributed to reagent lot to reagent lot variability. The instrument is performing within specification. No further evaluation of the device is required.